Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this lead was explanted due to pocket erosion. There were no additional adverse patient effects.